Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the actual event unit was not returned for evaluation; however two sterile samples were returned. Engineering tested the returned sterile samples and both units met specifications. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. The root cause could not be determined; however, it is important to note that the bag can tear if contact is made with a sharp instrument, or if the bag is pulled with extreme force through a port site too small for the bag with specimen inside. The instructions for use state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Applied medical is currently investigating device, process, and inspection enhancements which are intended to reduce the potential for this type of incident to reoccur. This document represents our final report.

Event description:
Lap chole - "dr. (B)(6) said the bag busted with little or no pressure on the bag. He said this is unusual because the bags are much stronger than that."patient status: ok.